Event description:
It was reported the patients blood glucose level rose to 354 mg/dl while wearing the pod between 1 and 4 hours. The patient noticed the pod was leaking near the insertion site(arm). As treatment, the patient removed the pod.

Manufacturer narrative:
The top housing was observed to be cracked. Corrosion was observed on the mechanism rail. Inspection of the cannula assembly found the soft cannula torn. The tear was 0.15 inches from the nail head. Fluid was not able to properly flow through and complete the fluid path due to the damage created by the tear. Thus, a leak test could not be performed on the complete fluid path due to the cannula damage. The download data does not show any timeouts or drive stalls that would indicate any struggle to deliver insulin. Although there was damage to the unexposed portion of the soft cannula, the timing and cause could not be determined.